Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and no delivery alarm. Customer blood glucose level unknown at the time of incident. Customer also stated that insulin pump had lost settings during a battery change, once in a while had to be rewound more than once during priming and had a crack on battery cap. The device will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected battery power loss noted. No motor error alarm and rewind anomaly noted. Motor passed motor test. Device primed properly. No excessive no delivery alarm noted. No lost settings during a battery change.